Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the tide that was sent gave her a rash. Patient reported that her skin broke out in hives. There was no alleged device malfunction contributing to the irritation. Patient was told by her physician to use benadryl and the skin is all better.